Event description:
Device returned to manufacturer with report of "stalled rotor under fluoro." Follow up with hcp revealed patient presented at hcp stating they "tasted mso4 in their mouth." Pt had symptoms of withdrawal including nausea, flu-like symptoms and increased pain. A rotor study, myelogram and calibration were done. The pump was replaced when the stalled rotor was found. Patient is now doing fine.